Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The analysis of the ICD revealed that one of the device's high voltage output transistors was shorted. It is believed that the lead was damaged and the device delivered into a low impedance load during hv therapy delivery. The lead remains implanted and in use.